Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing detached/broken at site connector prior to insertion. This issue had happened 5 times till now since the end of july. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.